Event description:
The consultant reported a posterior lumbar interbody fusion (plif), at level l3-l4, revision surgery occurred on june 5, 2013. The patient was returned to operating room for treatment of additional level disease. An additional plif construct was extended to l3-l4 and levels l2-l3 were decompressed. The depuy construct at l5-s1 placed on unknown date in 2003 remains intact and implanted. At the end of the of the plif surgery, the surgeon used the handle of the plif impactor to disengage the implant holder from an inserted plif implant. The metal end cap of the handle broke; a portion of the material shattered and fell to the floor. The incision was irrigated and examined. X-rays were taken to confirm that all fragments were retrieved. The pedicle screws were implanted and the procedure was successfully completed. This is 1 of 1 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. One plif impactor was returned for evaluation. The returned instrument is damaged and the cap is broken off from the handle. The handle material broke away from the cap causing the cap to separate from the handle. This damage is not associated with manufacture and occurred in the field post manufacture. Feature d2 on the handle pn es0150 failed the attribute check due to the damage when the cap broke off from the handle. This complaint is indeterminate because this evaluation is not able to determine the cause for the handle material to fail. Per product development, the impactor was received with a fractured handle. The metal encap is separated from the handle and some fragments of the handle were returned. The 389.103 is a plif impactor and can be found in posterior lumbar interbody fusion instrument technique guide . The impactor is designed to be used to assist in the placement of a plif spacer after using the plif holder for insertion. The surgeon used this instrument's handle to disengage the implant holder from an inserted plif implant which is not the instrument's intended function. This was a clear mis-use of the instrument. The chu engineer reviewed drawings. All materials and specifications are adequate for the device's intended use. The risk analysis was reviewed by the chu engineer. However, the cause of the hazard was due to the surgeon not using the instrument within the scope of it's intended use. The failure is not a foreseeable misuse and therefore is not documented in the risk assessment

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device history records for this lot were reviewed and no issues were found that would contribute to this complaint condition.(B)(4)